Manufacturer narrative:
Analysis was normal, no anomalies were found.

Event description:
It was reported that the patient presented to the operating room for a system extraction. The patient had developed an infection and vegetation was discovered on the leads. The patient's condition was stable throughout the procedure and would remain in the hospital.